Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead has impedance spikes from 500 ohms to 1600 ohms. It is planned to bring the patient in for isometric testing.